Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, customer was experienced high blood glucose of 450 mg/dl. Customer's mother stated, the infusion set didn't have a bent cannula but has seen air bubble in the reservoir. Customer's mother declined troubleshooting but was advised to call in when issues occurred. The reservoir is not being returned for further analysis.